Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 208 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.